Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while inserting cervical spine locking plate and screw, the tip of the screwdriver broke. The patient bone quality was normal. Instrumentation and screw insertion technique with cslp screwdriver are very familiar to the surgeon. This report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.